Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The location of the lesion is unknown, but was reported as severely calcified. Difficulties in crossing the lesion with the maverick2 monorail catheter were also reported. The procedure was successfully completed with a 3.5 x 8mm quantum maverick catheter. No patient injuries or complications were reported. Patient status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.